Manufacturer narrative:
(B)(4). Additional information: dried body fluids. The el5ml device was received for analysis partially fired with a clip in the jaw. Upon visual inspection, excessive dried body fluids were found on the instrument. The cycle was completed and one conforming clip was formed; in the next actuation of the trigger, a double feed incident occurred due to the excessive dried body fluids. The device was cycled and three conforming clips were fed and formed; finally the instrument locked out as intended. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after firing the device was locked and would not unlock. It was unknown if the device was on tissue at the time. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.